Event description:
It was reported that there was an infection. It was stated that the device "got infected and had to come out." It was reported less than a month later that perioperative antibiotics were administered. It was noted that the "estimated" infection onset was (B)(6) 2012; the patient reportedly experienced redness, swelling, drainage, pain, and pus. It was noted that the primary location was the device pocket and cultures were obtained. It was stated that the patient was given intravenous therapy and oral antibiotics, and the device system was explanted. It was noted that the patient did not have meningitis and there was no drug withdrawal.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n338607, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type screening device. (B)(4).